Event description:
A report was received that during a lead revision procedure, due to inadequate coverage, the physician chose to explant the patient's ipg due to suspected malfunction. The physician implanted the patient with a new ipg and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of telemetry anomaly was not confirmed. Device was charged, then tested with multiple remote controls and was able to perform all telemetry functions. In particular device was tested which measures telemetry functions with a test remote control sending both large and normal packets of data. Device exhibits normal telemetry functions. The complaint stated charging was attempted prior to trying to link. Initial analysis confirmed that the ipg battery was completely discharged when received in. In this state the ipg will not perform telemetry functions with a remote control, and is the reason the ipg could not link to the remote control.

Event description:
A report was received that during a lead revision procedure, due to inadequate coverage, the physician chose to explant the patient's ipg due to suspected malfunction. The physician implanted the patient with a new ipg and the patient is reportedly doing well following the procedure.